Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump intermittently exhibited display lag and partial rendering after swipe/unlock, with the screen loading partially and completing after a few seconds, occurring in roughly half of unlock attempts; the issue aligns with a touchscreen-related device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a requested video for engineering review. Investigation of this case revealed a software-related problem associated with the touchscreen interface behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.